Manufacturer narrative:
Siemens filed the initial MDR 1219913-2023-00133 on jul 10, 2023. Additional information, jul 26, 2023: an outside the united states customer obtained a discordant elevated atellica im 1600 high-sensitivity troponin I (tnih) result (73.73 ng/l (IFU 99th% 45 ng/l)) for one female patient sample. The initial result was reported to the physician(s), who did not question the result. The same sample was repeated on the initial atellica im analyzer and an alternate atellica im analyzer, which gave lower results (<3 ng/l). A different sample from the same patient was repeated on the initial atellica im analyzer and alternate atellica im analyzer and the results were lower (<3 ng/l). The lower results were considered as correct by the physician(s). Siemens investigation included an assessment of reagent, instrument, and sample data. Reagent issues were ruled out based on review of qc which showed recovery within acceptable ranges and no issues were reported with other patient samples. Assessment of instrument performance included a review of sample and reagent probe trace files provided for this incident. Sample aspiration slope of the discordant sample is within ranges but shows a minor variation vs. The repeat result, indicating a possible presence of microfiber in the sample when it was initially aspirated by the system. Reagent probe review did not indicate any issues when aspirating. Based on the available information, the cause of the discordant result is consistent with preanalytical variables. Return of the patient sample for further investigation is not warranted because discordant result was not reproducible. The customer is operational. Section d8, was this system serviced by a third party? - updated to no.

Event description:
The customer obtained a discordant elevated atellica im 1600 high-sensitivity troponin I (tnih) result for one female patient sample using lot 082. The initial result was reported to the physician(s), who did not question the result. The same sample was repeated on the initial atellica im analyzer and an alternate atellica im analyzer, which gave lower results. A different sample from the same patient was repeated on the initial atellica im analyzer and alternate atellica im analyzer and the results were lower. The lower results were considered as correct by the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant elevated tnih patient result.

Manufacturer narrative:
An outside the united states customer obtained a discordant elevated atellica im 1600 high-sensitivity troponin I (tnih) result for one female patient sample using lot 082. The initial result was reported to the physician(s), who did not question the result. The same sample was repeated on the initial atellica im analyzer and an alternate atellica im analyzer, which gave lower results. A different sample from the same patient was repeated on the initial atellica im analyzer and alternate atellica im analyzer and the results were lower. The lower results were considered as correct by the physician(s). Calibration and quality control (qc) results were precise for tnih. All samples are centrifuged by the aptio automation system for 10 minutes at 3600 rpm. The minimum amount of time before the sample was spun was 25 minutes. The interpretation of results section of the atellica im tnih instructions for use (IFU) states: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens healthcare diagnostics is investigating.